Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was used and could not be released. Pulsatile blood flow was observed, and the device was retracted until flow slowed; however, the indicator window did not change color and the deployment button could not be depressed. After removal from the patient, the plug did not detach from the exoseal vcd device. The device was removed as a single unit. Hemostasis was achieved by manual compression. There was no report of patient injury. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no obvious signs of device or package damage before use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before use of the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device is being returned.